Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's recharger was stuck on the 'checking recharger or looking for device' screen, and so they are unable to charge the ins. The patient had tried to start a charging session after feeling stimulation stop. Removing/reinserting the battery pack did not resolve the issue. The patient removed the recharger and tried to connect without it but they saw a 'looking for device, then reposition charger/ move closer to device' screen. It was noted that the prongs on the recharger cord and controller looked fine. A new recharger was sent to the patient. No further complications were reported.